Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following a successful cryo ablation procedure, the patient experienced atypical atrial flutter. Additionally the patient had suffered from atrial tachycardia post procedure. An electrocardiogram (ECG) confirmed atypical atrial flutter. An additional ablation procedure with hospitalization was required, and medications were administered. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.